Event description:
It was reported that during the preparation of a multi link 8 stent delivery system (sds), outside of the patients anatomy, the stent dislodged from the balloon and was found on the preparation table. Reportedly, there was no force used and the account does not know how the stent dislodged. The multi link 8 sds was set aside and another multi link 8 sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.